Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's cgm was 80-100 mg/dl on the mobile device. The patient woke at 5am the morning the next day and was throwing up. The fingerstick reading was over 380 mg/dl but the mobile device was showing 80-100 mg/dl. Around 1pm they decided to go to the hospital and confirmed it was dka. The doctor at the hospital started dka procedure with insulin and they stayed overnight. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.